Event description:
Additional information notes that the system was explanted on (B)(6) 2013 and the patient was under a strict regiment of antibiotics. The patient deceased on (B)(6) 2013 due to sepsis and heart failure. There is no allegation from a health care professional that suggests that the death was device related.

Event description:
It was reported that the patient developed an infection. The physician decided to maintain the use of the left ventricular lead. The patient was placed on a strict regiment of antibiotics. The device was explanted, the date is unknown.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal.